Manufacturer narrative:
Additional serial number: (B)(6).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks and infra-scapular area on (B)(6) 2021 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) post treatment. Patient diagnosed with ph on (B)(6) 2021.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculping treatment and may have developed paradoxical adipose hyperplasia.